Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 367 mg/dl and insulin injections were administered to address the bg level. The customer suspected the cause of the high bg was due to the technique used to fill the cartridge as the customer did not follow the labeled air removal technique, but followed a technique read in an article. Tandem technical support reviewed the air removal technique that tandem recommends. The customer was satisfied and had no further questions.